Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: 175cc mentor memorygel breast implant, catalog #3507175bc, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 175cc mentor memorygel breast implant. Post procedure, the patient reported tingling, soreness, and suspected rupture had occurred. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2018 an additional assessment of the complaint was performed, and it was determined that the breast soreness reported needed to be coded separate to the other issues already reported. (B)(4).